Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Note: facility information: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc and suffered from a capsular contracture on the right breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 550cc on the left side and with mentor memorygel breast implant 600cc on the right side on (B)(6) 2013.

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the side was the left side that was affected with a capsular contracture and not the right side. The patient could feel the edge of the implants. Manufacturer¿s reference number: (B)(4).